Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Event description:
It was reported patient underwent a revision procedure twelve years post implantation due to pain. Additional information received in revision operative report noted there was evidence of extensive metallosis but no pseudotumor. There was dissociation of the femoral head component from the head-neck junction. Attempts to obtain additional information have been made; however, no more is available.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected and additional information. (B)(4). Reported event was confirmed by review of the provided revision op notes. Review of revision op notes states patient underwent right tha with femoral head component dissociation. The femoral head dissociation was associated with trunnionosis-type corrosion. Radiographs revealed femoral head dissociation. There was a pseudo capsule performed around the hip with black metallic debris. There was evidence of extensive metallosis but no pseudotumor. There was dissociation of the femoral head component from the head-neck junction. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. There are warnings in the package insert that these types of events can occur and associated risks are addressed in risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up is being submitted to relay additional information.

Event description:
It was reported patient underwent a revision procedure twelve years post implantation due to pain. Attempts to obtain additional information have been made; however, no more is available.

Manufacturer narrative:
(B)(4). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental MDR will be submitted. Concomitant medical products ¿ m2a cup p/n 15-105056 l/n 086340; progressive femoral p/n 166326 l/n 205020; m2a modular head p/n 11-173664 l/n 294060.

Event description:
It was reported patient underwent a revision procedure twelve years post implantation due to pain and loosening. Attempts to obtain additional information have been made; however, no more is available.